Event description:
Literature: antonini a continuous dopaminergic stimulation, from theory to clinical practice. Parkinsonism and related disorders. 2007;13(suppl. Sept.):s24-s28. The article describes a center's experience treating patients with advanced parkinson's disease by deep brain stimulation of the subthalamic nucleus (stn-dbs), subcutaneous apomorphine, or continuous dodenal levodopa administration. Among the 150 patients treated with dbs at a clinic in milan, there have been four attempted suicides. This is unusual in this foreign country, which has a low suicide rate, but is in agreement with a number of recent reports of suicides among patients receiving stn-dbs. No further info is provided regarding these patients.

Manufacturer narrative:
This report is being submitted following an internal audit.